Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Contralateral approach was gained from the right femoral artery to treat a diffuse lesion in the left sfa. Boston scientific fc3 0.014inch wire guide crossed the lesion and ballooning was performed with kaneka shiden hp-6-150 balloon. Zisv6-35-125-7.0-140-ptx was placed in the distal sfa and then the doctor tried to deliver another zisv6-35-125-7.0-140-ptx but he felt resistance during the advancement, so the zisv6-35-125-7.0-140-ptx was retrieved from the body without deploying the stent. He planned to use another zilver ptx(different size) but before using it for the patient, slow flow was confirmed and the user did not use the different size zilver ptx. Boston's eluvia 7-20, which has a small amount of drug, was selected and implanted instead. Post-dilation was performed to the stent with terumo's senri balloon 7-100 and the procedure was completed. There have been no adverse effects to the patient reported. Cirl ref # (B)(4) - resistance while advancing the device. Cirl ref # (B)(4) opened to capture incorrect size wireguide used 0.014 inch. Cirl ref # (B)(4) opened to capture potential slow flow of first zilver ptx placed. Prefix ziv5/ziv6/: was the device used percutaneously? Yes. Which artery was the stent to be placed in? Left sfa. Was the approach ipsilateral or contralateral? Contralateral. If contralateral, was the bifurcation angle tight? Unknown. Where on the patient was the percutaneous access site? Details of access sheath used (name, fr size, length)? Unknown. Was the device flushed through both flushing port before the procedure, as per IFU? Unknown. Details of the wire guide used (name, diameter, hyrdophyllic)? Boston scientific fc3 0.014inch hyrdophyllic. Was the patient's anatomy tortuous or calcified? Calcified. Was resistance encountered when advancing the wire guide or delivery system to the target location? Yes. How did the physician deal with this resistance? Retrieved the device. Was pre-dilation performed ahead of placement of the stent? N/a. Was post-dilation performed after the placement of the stent? N/a. Did the tip of the delivery system cross the target location? Unknown. Are images of the device of procedure available? No. Did the user pull the handle toward the hub during deployment and delivery. System was not pushed during deployment? N/a. 24-sep-2020 was the zisv6-35-125-7.0-140-ptx partially deployed when it was removed from the patient? No. When the zisv6-35-125-7.0-140-ptx was retrieved, was any damage to the stent or delivery system noted? Unknown but the stent was deployed without problems outside the body. It is mentioned that ¿he thought to use another zilver ptx(different size) but slow flow was confirmed¿, do we have an rpn for this device? An additional complaint will need to be opened for the ¿slow flow¿. The zilver ptx(different size) was not used, so its rpn is unknown. Did the patient require any additional procedures due to the ¿slow flow¿? Unknown but no adverse effects have been reported. Can you please confirm if the 0.014 in wireguide was used with the zilver ptx device? Yes. Boston scientific fc3 0.014inch wire guide was used with the zilver ptx device. 29-sep-2020 if the slow flow was not an issue of the third ptx, was this related to the first zilver stent placed? There is a possibility that the balloon used for pre-dilation or the first zisv6-35-125-7.0-140-ptx affected to the slow flow but I can't determine what caused the slow flow, so the answer of the question is unknown.

Event description:
Supplemental report being submitted due to the investigation being completed 30-apr-2021.

Manufacturer narrative:
Device evaluation: the zisv6-35-125-7.0-140-ptx device of lot number c1753294 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zisv6-35-125-7.0-140-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-7.0-140-ptx of lot number c1753294 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1753294. It should be noted that the instructions for use (ifu0122-3) states the following: ¿¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device. Continuing to force passage may ultimately cause partial deployment of the stent. ¿¿ ¿¿a 0.89mm (0.035 inch) wire guide should be used during tracking, deployment, and removal to ensure adequate support of the system.¿¿ the japanese packaging insert c-ci1502m02 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide. It is possible that use of a non-recommended wire guide provided insufficient support during advancement of the device. It was also confirmed that the ptx device that was successfully placed in the patient was also used with a non-recommended wire guide. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.